Event description:
It was reported to ventec that the device froze in the middle of a software update and is now inoperable. Ventec has made multiple attempts to contact the reporter to get additional information about the reported issue, but no response has been received. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.